Manufacturer narrative:
No button error alarms noted during testing. The insulin pump had intermittent button response due to moisture damage keypad trace. The device had minor scratches on the lcd window, cracked case near display window corners, and cracked reservoir tube lip.(B)(4)

Event description:
Customer's mother reported via phone call, the insulin pump wasn't responding correctly. Customer was trying to bolus and when pressing the up button the device would scroll up to 300 and it wouldn't stop. Customer removed the battery, reinserted it, and the device alarmed button error. Then when she was attempting to get the settings the device froze on the basal menu. Customer's blood glucose was 180 mg/dl. Customer's mother stated the device hadn't been dropped or bumped. Customer's mother was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.